Event description:
The complainant alleged that during a routine shift check by a clinician, the device displayed "pace/defib fault" and "status 107" messages. The complainant indicated that there was no pt involvement in the reported malfunction.